Event description:
The customer stated that this unit is displaying "shock advised" when the unit is hooked up to nibp only even though there was no ECG or defib pads hooked up to 2 different patients. Screen also showed may vertical lines. Also, when unit was back at the office it showed a heart rate of 249 w/o a pt or simulator, etc. Hooked up to it. No harm to either pt.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Investigation confirmed the reported problem. Trouble-shooting isolated the cause of the malfunction to a defective ECG cable and connector. The cable and connector were replaced to restore device operation. The repaired device was returned to the customer after passing acceptance testing. Additional information: (B)(6) 2007 2:30 pm; age at time of event: (B)(6); male; (B)(6).